Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the device anvil disengaged and component disengaged into cavity and was retrieved during the procedure. The device anvil was observed to be tilted and separated from the tubing. The device was subjected to a measured anvil retention test with an acceptable result. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Anatomy involved: esophagus/stomach according to the reporter: during a roux-en-y procedure, the anvil of the device separated from the insertion tube in the patient's esophagus. It had to be retrieved with an esophago-gastro-duodenoscopy scope. There was no patient injury.